Event description:
It was reported to boston scientific corporation that a jagwire precursor device was used during a procedure performed in 2006 (patient gender, age, and weight are unk).according to the complainant, the wire does not run in the cannula. The tip of the wire was missing after decontamination. X-rays of the patient showed no sign of the lost tip. The procedure was able to be completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unknown. The bumper is missing from distal tip. The bumper pebax doesn't include a core wire. The instructions for use state "dip the distal tip (non-stripped dark portion) in sterile water to activate the hydrophilic coating. This will make the coating lubricious for selective cannulation." Caution indicates: "do not use a guide wire with metal tip catheters. Withdrawing the guide wire through a metal tip catheter may damage surface of the guide wire." Other unknown procedural factors may have contributed to the complaint. However, the root cause of the resistance was not determined. The event could not be duplicated without the cannula used in the procedure.